Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection flex cable that was not properly seated to a connector located on the control board. The cable was reseated to resolve the report. It could not be firmly established how the cable became misaligned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device's pacer output was not adjustable. Complainant indicated that there was no patient involvement in the reported malfunction.